Manufacturer narrative:
H.10: this is a known issue. Based on findings, a potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This will cause damages to the cooling compressor. Corrective action is already in place for this issue. The erosion kit upgrade was installed on the device and includes the new design of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. However, most probably the condition of the evaporator was already compromised before the upgrade to such an extent that the copper was rather degraded.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to degradation of the cooling coil causing water entering the refrigeration cycle and damaging the cooling compressor. The device has been scrapped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t tripped continuously the residual current device (rcd) of the hospital when trying to turn it on.there was no patient involvement.